Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite was unable to duplicate vent inop (ventilator inoperable) error or motor fault errors. O2 sensor failed. Incorrect ac cord can become disconnected under strain release bracket. As a resolution, ac cord and o2 (oxygen) cell was replaced. Performed transducer and exhalation valve calibration. Performed uvt (user verification procedure)/ovp (operation verification procedure).

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer and motor fault. The customer confirmed that there is no patient involvement associated with this reported event.